Event description:
In 2007, I went to a doctor for invisalign consultation, because I had a gap between my #8 and #9 upper front teeth. After consultation, I decided to go for the invisalign, however, that doctor told me I should get frenectomy surgery because she thinks my frenum is strong and she will not guarantee the invisalign result if I don't have the frenum removed. I was hesitant but finally I took her advice. On the same month, the doctor did frenectomy using smilepro 980 laser equipment. In the following several months, the surgery area did not heal as expected -usually it takes about a couple of months to completely and heal-. Approx five months earlier, I went to a periodontic doctor for diagnosis, the doctor found my problem was "bone exposure -sequestrum-localized on the midline of upper anterior facial maxilla in the area of the upper right and left central incisors". The doctor suspected the thermal injury was caused by the laser equipment. It caused me to lose my bone and two front teeth -#8, #9-. I want to report this event to FDA and would like to request information on the device's FDA clearance to market and if there are other adverse events associated with this laser reported to the FDA. Following are possible problems with this device: no training is required to operate. There are no means or method to measure output at the fiber tip. Thus, there is no power meter to calibrate the energy delivered at the fiber tip. There is no joule counter to measure energy delivered to tissue. Thus, there is no means to record or capture the energy delivered to tissue. No specified protocols for light dose or laser dosimetry such as 300 joules per centimeter. Thus, there are no clearly defined scientific evidence based accepted laser dosimetry as in joules per cm2. Dates of use: 2007. Diagnosis or reason for use: frenectomy surgery.